Event description:
Customer reported that the insulin pump received a button error alarm. Customer does not recall any significant events leading to the alarm. Blood glucose 120mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.